Manufacturer narrative:
In previous report, the manufacturer reported information in box b and box h: type of reported complaint as serious injury. After pms decision has been changed, it was determined that the customer reported as product problem. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box b: adverse event/product problem was corrected as product problem (both adverse event and product problem was checked in the previous MDR) and outcomes attributed to ae was corrected to blank. (Previously, it was other). Model number, catalog item identifier, product UDI and operator of device were corrected. In box h: type of reported complaint was changed from serious injury to product problem and health impact code, component code, were corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation, nose irritation, skin irritation respiratory tract irritation and black debris/particles within the device's air pathway. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they confirmed the customer's allegation and there was visible foam degradation and unit got corrected. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation, nose irritation, skin irritation respiratory tract irritation and black debris/particles within the device's air pathway. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.